Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Bilateral prosthesis replacement was performed on (B)(6) 2018, and rupture of the original left implant was noted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/7/2018. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 3/14/2018. The date of implant has been updated. The unknown mentor gel implant was 300ccs. The implant was replaced with a mentor memorygel breast implant 650cc prosthesis. Manufacturer¿s reference number: (B)(4).